Manufacturer narrative:
No report of patient involvement. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor replaced the bellows housing.

Event description:
The hospital reported that the bellows became deformed, following sterilization, creating a leak condition. There was no report of patient involvement.